Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs investigation by themselves. Provided ventilator logs confirms the reported failed gas supply test during pre-use check. The root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).